Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros ckmb results were obtained from multiple samples from the same patient tested using vitros chemistry products ckmb slides lot 4917-0264-0584 on a vitros 5600 integrated system. Patient 1 sample vitros ckmb result of 10 u/l vs an expected result of 17 u/l patient 2 sample vitros ckmb result of 3 u/l vs an expected result of 25 u/l patient 3 sample vitros ckmb result of 15 u/l vs an expected result of 29 u/l patient 4 sample vitros ckmb result of 10 u/l vs an expected result of 29 u/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros ckmb results were reported from the laboratory. However, no treatment was stopped, started or altered based on the vitros ckmb results. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4) .

Manufacturer narrative:
The investigation determined that lower than expected vitros ckmb results were obtained from multiple samples from the same patient tested using vitros chemistry products ckmb slides lot 4917-0264-0584 on a vitros 5600 integrated system. A definitive assignable cause of the event was unable to be determined. No historical quality control results were provided, however, quality control testing on the day of initial testing using vitros isoenzyme performance verifiers was within expectation, indicating that vitros ckmb lot 4917-0264-0584 was performing as expected in combination with the vitros 5600 system at this time. Therefore, a vitros ckmb lot 4917-0264-0584 performance issue is not a likely contributor of the event. Additionally, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ckmb lot 4917-0264-0584. As precision testing was not performed on the vitros 5600 integrated system, an instrument related issue cannot be completely ruled out as a contributor of the event. However, there was no indication that the vitros 5600 system malfunctioned. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the customer was following the sample collection device manufacturer's recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.